Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided. Review of mfg records cannot be performed without a lot number.

Event description:
Pt reportedly experienced ongoing back pain and right leg sciatic pain following prodisc placement. Pt was revised to fusion.